Manufacturer narrative:
Approximated based on the date the manufacturer was aware of the event.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functional. It was noted that the pump bulb remains flat when pressed, does not refill, and it feels like there is air inside the system. The patient has encountered difficulties scheduling an appointment with their physician. Therefore, they contacted boston scientific patient services for the name of another urologist. Approximately a month later, the patient underwent ipp replacement surgery; the entire device was removed and replaced. There were no patient complications reported.